Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure, in the process of removing the thrombus on the first pass, the distal tip of the 6.5mm x 45mm embotrap iii revascularization device (et307645 / 24e180av) was found unraveled / stretched under imaging. The physician removed the embotrap iii device from the patient. The procedure was reportedly completed with an approximately 10 minutes delay. There was no report of any negative patient impact. A photo of the complaint device was included in the complaint. The photo will be reviewed by the product analysis team. On 23-feb-20245, additional information was received. Per the information, the location of the target occlusion was the internal carotid artery (ica). There was no excessive vessel tortuosity nor acute bends in the target vessel. The thrombus was not completely removed. The embotrap iii device made a total of one (1) pass. The reported issue occurred during the process of removing the thrombus for the first time (on the first pass). There was no difficulty deploying the embotrap iii device. The concomitant microcatheter was a prowler select plus. A continuous flush was maintained through the microcatheter. Regarding how the procedure was completed, the information indicated the following: ¿the doctor removed the embotrap iii and microcatheter from patient, then completed the surgery.¿ no details were included in the additional information. Related to whether there was any negative patient impact, the response received was ¿unobtainable.¿ it was also ¿unobtainable¿ regarding whether the reported 10-minute delay was considered to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: review of the provided photographs showed evidence of stretched distal tip of the device. No other damage was visible on the device in the photo provided. Whilst the complaint event can be confirmed, the root cause cannot be determined from the provided photographs and information. A review of the manufacturing documentation associated with this lot: (24e180av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the examination under magnification of the returned embotrap device showed evidence of damage in multiple locations, damage was seen on the struts of the outer cage, off set coils were seen on the proximal coil and the distal coil was unwound. Additionally, two markers were noted to be missing from the device. No other damage was seen on the returned device. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195-inch inner diameter (ID) tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. Device insertion and delivery assessments were performed using the returned embotrap device and a sample prowler microcatheter. The returned embotrap device was able to be fully inserted into the sample prowler microcatheter and delivered to the distal tip without resistance. The complaint event reported that the distal coil was found to be ¿unraveled / stretched¿ under fluoroscopy. This was seen on the returned device therefore the complaint event was returned. The additional damage seen on the returned device was not reported in the complaint event. The embotrap iii device was returned without the insertion tool and protective tubing. It is likely that the additional damage was caused during transportation of the device to this facility. Recreation attempts of embotrap iii distal tip fracture were performed on a sample embotrap iii device. Minor deformation to the distal coil was caused by repeated deployments at a vessel wall. It was concluded that minor damage to the distal coil through deployment against the vessel wall may lead to device entanglement. Whilst the complaint event is confirmed, the root cause could not be determined. There is no indication that this complaint was as a result of a defect with the embotrap iii device. A review of the manufacturing documentation associated with this lot (24e180av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2025. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.